Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6) 2021 wherein the explanted leads were replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2021-01213. It was reported that patient experienced ineffective therapy. X-rays showed that the leads had migrated. Surgical intervention was undertaken wherein the leads were explanted. The physician was unable to implant new leads due to patient¿s anatomy (related manufacturer reference number 3006705815-2021-01210, 3006705815-2021-01211). Surgical intervention may take place to address the issue.